Manufacturer narrative:
E1: initial reporter facility number - (B)(6).

Event description:
It was reported that the device fractured. This renegade? Hi-flo? Infusion catheter was selected for use during a procedure to treat a splenic hemorrhage. During the procedure, the catheter fractured. The procedure was subsequently completed with a different device. The event was resolved and the patient was stable following the procedure.